Event description:
Information received indicates the caster wheels would still roll when the brakes were set.

Manufacturer narrative:
The technician replaced the worn bushing and casters to resolve the issue.